Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009.according to the complainant, post-procedure, the patient experienced discomfort, frequency, urgency and dyspareunia. The patient had a second surgery on april 16, 2010.all other information is unknown.